Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient device. This had occurred on (B)(6) 2019. As a symptom reported, the patient had a gradual change in stimulation. No falls or trauma were reported but the hcp noted that the patient had a lumbar laminectomy in the past and was currently using a bone growth stimulator (and will be for a few more months). The bone growth stimulator was about 3 inches from the ins. The hcp used the clinician programmer and the por message was seen and then was successfully cleared (ins will need to be re-programmed). There were no further complications reported or anticipated.